Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 8 devices were taken from the current production, the samples were functionally inspected, and during the test issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the unit will not turn/stay on. No patient harm reported.

Event description:
Customer reported the unit will not turn/stay on. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test as the indicator lights flashed on the front panel display. However, during the neptune power-on self-test (p.o.s.t.) The device alarmed. The onboard power supply pcb (printed circuit board) was replaced with a known good lab inventory power supply pcb. The unit was reconnected and started again. However, the device still alarmed. This was repeated with another known good lab inventory power supply pcb with the same result. Since the user interface pcb was functioning as shown by the indicator lights on the panel display and there were no issues found with the power supply pcb, the issue with the alarm was narrowed down to a faulty power control pcb. The complaint has been confirmed. By means of functional inspection and additional testing the root cause has been assigned to a defective power control board.